Manufacturer narrative:
(B)(4). The actual device and a companion sample were returned for evaluation. Visual inspection on both samples did not reveal any abnormalities. A luer gauging test was performed, and the male luer of both samples was within specifications. The devices were pressure tested under water; no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink injection site device separated at the male luer and an unknown non-baxter device. The set had been used for two days. There was no patient injury or medical intervention associated with this event. No additional information is available.